Event description:
Potential for injury associated with an xpo100b portable concentrator that is shutting down unexpectedly. It is unknown if the unit alarmed to warn the user to switch to an alternative source of oxygen. This is not a life-sustaining device.